Manufacturer narrative:
Additional information: an inflation pressure of 8 atm was applied during inflation. There were no difficulties noted with device inflation. It was not difficult to remove the protective sheath/stylette. The guide catheter, guide extension catheter and guidewire used during the procedure were all non-medtronic devices. The lesion being treated had 80% stenosis. Patient age and sex provided. Initial reporter phone number provided. Image analysis: two still images were received for analysis. Images depict an nc sprinter device. The balloon appears to be partially inflated. Correction: resistance was not encountered when advancing the device. Abnormal blood flow/obstruction were observed not ischemia. Ime code changed from e0509 to e2328. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure with one nc sprinter rx balloon, deflation difficulties were encountered while post-dilating a stent. After the initial inflation, the balloon failed to deflate at the lesion site, resulting in difficulty with both deflation and withdrawal. Multiple troubleshooting attempts were made, including deep catheter insertion for support, use of a guiding extension catheter, and attempts to hook the balloon with a guidewire; however, the balloon remained immobile. As a result, abnormal blood flow and obstruction (ischemia) were observed, and the patient was urgently transferred for cardiac surgery. Open-heart surgery was performed to remove the balloon. The target lesion was located in the distal right coronary artery (rca), which exhibited mild tortuosity and no calcification. The device was inspected prior to use, and negative preparation was performed with no issues noted. The lesion was pre-dilated, and the device successfully crossed a previously deployed stent without resistance. No further patient complications have been reported following this event.